Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10365. The pt received the scs system on (B)(6) 2008 which included 2 leads from different lots. It was reported the pt is currently without stimulation. The amplitude is stopping at perception on all programs. Low impedance was identified on several electrodes. X-ray results showed no anomalies. Reprogramming provided the pt with effective stimulation. The MFR is unable to identify the lot number for the lead in question; therefore, two reports will be submitted.